Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 07/28/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found no visible or physical damages to the platform. A review of the platform's archive data was performed and found multiple user advisory (ua) 2 (compression tracking error), ua 7 (discrepancy between load 1 and load 2 too large), ua 18 (max take-up revolutions exceeded) and ua 20 (position out of range) codes on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint of the platform displaying an unknown ua message. The reported complaint was not duplicated during functional testing. A run-in test was performed using a large resuscitation test fixture (lrtf) for 1 hour without any issues. The platform successfully performed take-up of the lifeband and passed initial functional testing without any occurrences of a ua, system error or warning message. A load cell characterization test was also performed, which verified that both load cells were functioning within specification. Based on the investigation, no parts were identified for replacement. In summary, the customer's reported complaint of the autopulse platform displaying an unknown ua message was confirmed during review of the platform's archive data but was not replicated during investigation of the returned platform. The archive data indicated that multiple ua 2, ua 7, ua 18 and ua 20 messages occurred on the reported event date. Per the autopulse maintenance guide, ua 2 is an indication that the autopulse® has detected a change in lifeband® tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation; ua 7 is an indication that the patient is out of position or that the patient is not properly centered; ua 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform; ua 20 is an indication that the encoder is not at the "home" position. It should be noted that the initial information provided by the customer did not mention if the patient was being moved or not when the reported complaint occurred. In addition, the customer did not provide any patient information, specifically, weight, height and chest circumference. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the ua's observed in the archive data. The platform successfully performed take-up of the lifeband and passed initial functional testing without any occurrences of a ua, system error or warning message. A load cell characterization test was also performed, which verified that both load cells were functioning within specification. Therefore, a root cause for the customer's reported complaint could not be determined. The returned platform successfully passed all final functional testing.

Event description:
It was reported that during a code, the autopulse platform displayed an unknown user advisory (ua) message. Customer reported that the patient had an internal defibrillator that administered a shock, which caused the autopulse to stop providing compressions. The crew powered the platform off then back on; however, the platform did not perform proper take-up of the lifeband and displayed an unknown ua message. The crew then reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No further information was provided.